Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the outer compartment of dialyzer with blood in the arterial machine hansen coming out of the machine drain port and the machine alarmed. Estimated blood loss was 250cc's. Pt had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.